Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt expired. The device was removed by the funeral home and returned to the MFR for disposal only. No cause of death or relationship of the pt's death to the infusion therapy was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.